Event description:
Consumer called to report meter giving inaccurate readings. Analysis run on clark error grid using mean avg. (Competitive meter) reading (148) as reference point vs. Bd readings (425, 445) yielded some data points in the c range of the grid, outside acceptable limits.